Event description:
Event description guidant received information that the patient with this pacemaker died after having it implanted for 8.5 years. It was reported that the patient did not have their device checked regularly, and at the time of the patient's death, the pacemaker's battery was dead.